Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The low reservoir alarm and weak battery alarm could not be verified due to the blank display. No buzzing sound anomaly was noted. The insulin pump had minor scratches on the display window. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump made a buzzing sound and alarmed for a weak battery and low reservoir. The parent took out the battery and replaced it and the insulin pump display did not come on. The parent did not recall the blood glucose reading. The insulin pump had not been dropped, bumped, or exposed to moisture and showed no signs of damage. The parent reported that the battery cap contacts were damaged and was sent a new battery cap. The insulin pump display did not return when the battery cap was replaced. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.